Event description:
Patient reported that has had 11 devices come off his arm while swimming on surface. Patient stated he has tried an adhesive to keep v-go attached, however, it does not work. Patient stops swimming once v-go comes off and drives home to immediately apply a new v-go. Patient cleans site with alcohol and let's dry prior to applying v-go. Patient does not like wearing v-go on abdomen do to activity, when worn on abdomen he feels needle poking him when he bends over. Patient has dispose of v-go device in this report.